Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the staples were not formed correctly. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/08/2022 d4: batch # 326a41 device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.